Manufacturer narrative:
Ppae (arrhythmia): in order to make a cause determination, all of the clinical details outlined would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. The pump sn 608064 passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient came in to hospital for elect heart cath and cardioversion. Elective coronary artery bypass graft surgery with impella 5.5 support. While on support the patient went into atrial fibrillation with rapid ventricular response. Amiodarone drip initiated. The device was later explanted and the patient survived.